Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator was replaced due to battery depletion. Afterward it was difficult getting adequate stimulation coverage of painful areas. Reprogramming did not provide stimulation to the left side. There was no accident or incident related to the complaint. The pt was seen in clinic. Implantable neurostimulator interrogation revealed impedance greater than 4000 ohms on some bipolar pairs. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.